Event description:
The customer reported that the system will stop making x-rays in middle of a case and display an iitv (image intensifier camera) error on the eec. This problem occurs a few times a week.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA by (B)(4) 2011.